Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles in device. There was no report of serious or permanent harm or injury. The device was returned to a third-party service center. The technician confirmed no foam particles in the air path during the device evaluation. The third-party service center concludes that they couldn't confirm the customer's allegation. There were no secondary findings observed, and five error codes found during device evaluation. The device was corrected. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer previously reported the following information listed in quotes in error " the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles in device. There was no report of serious or permanent harm or injury. The device was returned to a third-party service center. The technician confirmed no foam particles in the air path during the device evaluation. The third-party service center concludes that they couldn't confirm the customer's allegation. There were no secondary findings observed, and five error codes found during device evaluation. The device was corrected". Please note that following further review of complaint information it was determined that the device was returned to the third party service center with no initial alleged complaint. Additionally, it is a remediated device and does not fall under the scope of recall. During the evaluation of the device at the third-party service center it was confirmed that there was no visible physical electrical damage to the component and fail pressure was established. Additionally, the device was scrapped. Analysis of past events has not indicated an adverse event has occurred due to the reported allegation. The device evaluation found no evidence of product malfunction in which the ability of the device to deliver the prescribed therapy to the published specifications would be impacted. In addition, there is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to recur. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.